Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was report that a dissection occurred proximal to the stent during implantation. A 2.5 x 8 mm promus stent was implanted to treat the dissection. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the us. Promus is mfg by abbott vascular.

Manufacturer narrative:
Results and conclusion summation - dissection is listed in the IFU as a known adverse event associated with coronary stenting and is not necessarily an indication of a prod qual issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also cautions that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stent, or other.)" A conclusive root cause for the reported event and the relationship to the device, if any, cannot be determined.